Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that one touch ultra meter does not turn on. On september 28, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 times per day and manages her diabetes with levimir and humalog insulin. Prior to going to the hosp for heart surgery, the pt was taking 90 units of levimir in the morning and 91 units of levimir at night. The pt takes humalog insulin on a sliding scale per the lfs meter readings. After her heart surgery, the pt's blood glucose was going lower than usual. The pt decreased her insulin regimen to 50 units of levimir in the morning and 50 units at night as result of her lower blood glucose. The power issue began the previous month, prior to her heart surgery. The pt indicated that she came home from the hosp after receiving heart surgery the day prior to contact. The pt attempted to use the subject meter that day, but could not obtain a blood glucose reading due to the power issue. At 9pm, the pt took 50 units of levimir. On the day lifescan was contacted at 2 am, the pt reportedly developed symptoms described as "disoriented, all she can see is orange and red, could not move arms and legs, could not get the body to move." Reportedly, the pt was able to eventually administered self-treatment with peanut butter on crackers, and two cans of coke. Throughout the night, the pt reportedly was having the chills and feeling shaky and sweaty. In the morning at 11am, the pt tested at "151 mg/dl" on her brother's blood glucose meter. The pt felt that had she been able to test the day before, she could have prevented the alleged hypoglycemia episode by not taking the 50 units of levimir at 9pm. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the pt was unable to obtain her blood glucose reading due to the alleged power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.